Event description:
The manufacturer received information that a trilogy evo ventilator was confirmed on evaluation at the manufacturer's service center to have a non-functioning display. There was no patient involvement, and no harm or injury reported. The display printed circuit board assembly was replaced in the device to address this issue. Additional findings not related to the malfunction/issue: error logs were not able to be extracted due to the display failure. It was also noted the software version became 0.00.00.00. These issues were improved with replacement of the display printed circuit board assembly.